Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems and recurrence. It was reported that the patient underwent following procedures on: - (B)(6) 2011 a placement of a peripheral pulse generator. - (B)(6) 2011 a placement of a sacral neuromodulator due to urgency, frequency, urge incontinence, and perhaps some over incontinence. - (B)(6) 2011 tape revision due to urinary retention. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).